Event description:
The journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the microvascular anastomotic coupler between july 2002 and july 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The first thrombosis occurred intraoperatively, the anastomosis was taken out, the thrombus in the vessel was flushed out with heparinized saline and the anastomosis was redone with a smaller coupler. There were no other thrombotic complications with the pt and the flap survived completely. Same problem and journal article source as the following MFR report numbers, but separate pts and events: 2183620-2010-00021, 2183620-2010-00022, 2183620-2010-00023, 2183620-2010-00024, 2183620-2010-00025.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot # was unavailable. Implanted between 07/02 - 07/08. Jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125(3) : 792-798.